Event description:
The customer contacted physio-control to report that their device does not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that one of the device's hybrid layer capacitor (hlc) batteries, designator bt3, was depleted. The customer was provided with a replacement device.